Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a frozen display and motion sensor test failure. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had a frozen display and the time was not advancing even with new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, compromised forced sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify a broken force sensor was detected during seating or regular delivery alarm due to motor error alarm noted. No frozen display anomaly.